Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
The user reported that the ilet system entered blood glucose run mode after applying a new libre 3 plus continuous glucose sensor on (B)(6) 2025. The sensor was started using the mobile application but failed to pair with the ilet, repeatedly displaying a ¿sensor already in use¿ message. Troubleshooting revealed that a previous sensor session was still stored on the device. After restarting the ilet and repeating the pairing process, the system successfully paired with the sensor and glucose values were displayed. The highest reported glucose value during the event was 255 milligrams per deciliter. The issue was resolved following these actions. No clinical signs, symptoms, or conditions were reported, and there were no health consequences or impact. The investigation included communication with the user and analysis of the provided information. The investigation identified an interoperability issue characterized by intermittent communication failure associated with the electrical and magnetic subsystem, including the antenna component. Based on previously established findings for similar events, the issue was attributed to a component failure.